Event description:
The physician was attempting to implant a resolute integrity drug eluting stent in the mid ramus which was reported to exhibit 50% stenosis following three pre-dilatations with severe calcification. No abnormality was noted during preparation of the device. The resolute stent was unable to cross the lesion and during withdrawal the stent dislodged from the delivery device and was located within the guide by the guide tip. The physician attempted repeatedly to capture the stent but was unsuccessful and the stent was pushed into the distal left main and ostial ramus. It was confirmed that the resolute stent was crushed against the vessel wall with another stent. Following this another resolute stent was placed in the proximal lad. The angiographic result was excellent and the patient was pain free after the procedure. Evaluation summary: the stent was not returned with the delivery system. A stent delivery catheter was returned. Crimp impressions were evident along the balloon. The tip was damaged. Cine review the images confirm diffuse calcified disease in the ramus vessel. This was treated initial with balloon angioplasty resulting in 50% residual stenosis. Images showing the attempted unsuccessful delivery of the resolute integrity device were not provided on the images. But subsequent images confirm the presence of a dislodged stent at the ostium of the left main. Retrieval attempts were unsuccessful and the dislodged stent was crushed within the vessel using two other stents at the bifurcations between the left main the ramus and the lad. After successful crushing of the stent the ramus was further ballooned and treated with the deployed of two (2) further stents, resulting in a jacket of stents in the proximal to mid ramus.

Manufacturer narrative:
Evaluation results: inherent risk of procedure-stent embolization. Patient's condition affected effectiveness of device-severe calcification, confirmed from the procedural images. Deformation problem - damaged distal tip. Related to operational context-retraction into the guide catheter has most likely further contributed to the stent dislodgement. Evaluation conclusion: inherent risk of procedure-stent embolization. 50 device failure related to patient condition -severe calcification, confirmed from the procedural images. Operational context caused or contributed to the event -retraction into the guide catheter has most likely further contributed to the stent dislodgement. (B)(4).